Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during infusion of saline solution, a leak allegedly occurred and a catheter fracture was further identified via x-ray. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one x-port isp with groshong catheter for evaluation. One partial circumferential break and one compound complete break were noted to the catheter. The partial circumferential break was characterized by smooth, shiny edges and buckling; which is consistent with flexural fatigue. The compound break is characterized by jagged edges with a circumferential portion characterized by smooth edges and shiny material. While the smooth edges are consistent with flexural fatigue the jagged compound complete break is not, therefore, the investigation is confirmed for a subcutaneous break without embolism. The smooth surfaces of the circumferential split and the circumferential portion of the compound split suggest that the most likely root cause is flexural fatigue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during infusion of saline solution, a leak allegedly occurred and a catheter fracture was further identified via x-ray. There was no reported patient injury.